Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the up buttons of the insulin pump were harder to press and that insulin pump had an error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was cracked by the reservoir area and had random no delivery alerts. The insulin pump will not be returned for analysis.